Event description:
It was reported that upon deployment of a vena cava filter, the last two filter legs were crossed and did not fully expand. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event.